Manufacturer narrative:
System component: reservoir: model - 72400152, lot sn - (B)(4), mfg date - 03/18/2010, exp date -03/13/2015.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received that the reason for the revision was the loss of fluid and possible damage to the cylinders. The patient outcome was reported to be that the new implant now works correctly and that the patient is satisfied and has no complaints. System component: reservoir, model: 72400152, lot sn: (B)(4), mfg date: 03/18/2010, exp date: 03/13/2015.

Manufacturer narrative:
Pre-connected pump and cylinder the product analysis confirmed the reported device malfunctions. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. The investigation conclusion code of cause traced to component failure was chosen based on the facts that the reported device allegations could be traced to a component failure identified during product analysis. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information. Product analysis: fluid loss and damaged cylinder was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder due to input tube wear. The other cylinder performed within specifications. There was a leak in one pump cylinder tube krt (kink resistant tubing) that was due to fatigue and avulsion. The damage on the cylinders was confirmed to be input tube wear and leaks were confirmed in the pump krt and cylinder. DHR review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 647022 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Risk review: no risk review necessary per work instruction as the ams 700 hazard analysis ((B)(6)) indicates that the as reported events of this complaint do not represent a new or unanticipated hazardous situation. Additionally, bsc does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product. Labeling review: a labeling review is not necessary per work instruction as there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump ((B)(6)) intentionally. Additionally, the reported events do not contain an allegation against the labeling. Shipping review: shipping review is not required per work instruction because the lot number is known. Similar complaint review: no similar complaint review necessary per work instruction as the investigation does not conclude the event is related to a manufacturing deficiency. Reservoir the product analysis did not confirm a device malfunction or issue. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. The investigation conclusion code of no problem detected was chosen based on the facts that no device malfunction or issue was identified during product analysis. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information. Product analysis: no malfunction was reported. The ams700 reservoir was visually inspected and functionally tested. No leak was found. The reservoir performed within specifications. No device malfunction or issue was confirmed. DHR review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 643212 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Risk review: no risk review necessary per work instruction as the ams 700 hazard analysis ((B)(6)) indicates that the as reported events of this complaint do not represent a new or unanticipated hazardous situation. Additionally, bsc does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product. Labeling review: a labeling review is not necessary per work instruction as there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump ((B)(6)) intentionally. Additionally, the reported events do not contain an allegation against the labeling. Shipping review: shipping review is not required per work instruction because the lot number is known. Similar complaint review: no similar complaint review necessary per work instruction as the investigation does not conclude the event is related to a manufacturing deficiency system component: reservoir, model: 72400152, lot sn: (B)(6), mfg date: 03/18/2010, exp date: 03/13/2015.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.